Event description:
The customer reported that the system went down during a neuro angiography.

Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshoot the system and found a problem with system controller (sysco) cabinet. This could have been due to the high temperature in the computer room, the air conditioning didn't work. As a result of the sysco cabinet being down,there was a loss of communication between sysco cabinet and other segments, i.e. Image detection segment controller, geometry, view subsystem (visub). The fse replaced the sysco cabinet, this solved the problem.